Event description:
The customer reported that the insulin pump was exposed to fluid. The blood glucose reading was 255 mg/dl. The unit was dropped into a swimming pool. The patient stated that the device is vibrating without an alarm or an alert. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump had corroded keypad traces and mother board. No constant tone or vibrating was noted during testing. The insulin pump had minor scratches on the display window, cracked display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.